Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's display board was replaced to address the issue. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's display board was replaced to address the issue.